Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic region pain'), tooth disorder ('dental problems') and post procedural infection ('infection day of essure procedure / infection in body') in a (B)(6) female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cholecystectomy in 2011, pancreatitis in 2005 and recurrent abortion. Concurrent conditions included umbilical hernia (surgery) since 2011. Concomitant products included ibuprofen for pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced tooth disorder (seriousness criterion medically significant) and migraine ("migraine headaches"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, severe cramping"), allergy to metals ("nickel allergy") with rash papular, dyspareunia ("dyspareunia"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), post procedural infection (seriousness criterion medically significant), procedural pain ("pain on day of essure procedure"), abdominal pain lower ("lower abdominal pain") and pyrexia ("fever of body"). The patient was treated with antibiotics, ibuprofen and surgery (hysterectomy with bilateral salpingectomy and root canals, fillings, caps, extractions, oral surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and migraine had not resolved and the genital haemorrhage, tooth disorder, post procedural infection, allergy to metals, dyspareunia, alopecia, dysmenorrhoea, procedural pain, menorrhagia, abdominal pain lower, pyrexia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural infection, procedural pain, pyrexia, tooth disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: anticipated or scheduled date: summer of 2019. On (B)(6) 2011, hysterosalpingogram performed. Plaintiff received treatment for migraines/headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Removal surgery added for event pelvic pain. Case became serious incident. Event genital hemorrhage downgraded to non-serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic region pain'), tooth disorder ('dental problems') and post procedural infection ('infection day of essure procedure / infection in body') in a 37-year-old female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cholecystectomy in 2011, pancreatitis in 2005 and recurrent abortion. Concurrent conditions included umbilical hernia (surgery) since 2011. Concomitant products included ibuprofen for pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced tooth disorder (seriousness criterion medically significant) and migraine ("migraine headaches"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, severe cramping"), allergy to metals ("nickel allergy") with rash papular, dyspareunia ("dyspareunia"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), post procedural infection (seriousness criterion medically significant), procedural pain ("pain on day of essure procedure"), abdominal pain lower ("lower abdominal pain") and pyrexia ("fever of body"). The patient was treated with antibiotics, ibuprofen and surgery (hysterectomy with bilateral salpingectomy and root canals, fillings, caps, extractions, oral surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and migraine had not resolved and the genital haemorrhage, tooth disorder, post procedural infection, allergy to metals, dyspareunia, alopecia, dysmenorrhoea, procedural pain, menorrhagia, abdominal pain lower, pyrexia and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural infection, procedural pain, pyrexia, tooth disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: anticipated or scheduled date: summer of 2019. On (B)(6) 2011, hysterosalpingogram performed. Plaintiff received treatment for migraines/headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.